Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll bns contained foreign matter. We just finished the packaging of the 1ml¿s and we hereby submit the deviations found. All deviations were found during packaging, prior to use, so no patients were involved. Event date: 26/02/2026 ¿ 29-05-206. Staxs complaint ref: (B)(4). Article code: 309648, 1 ml ll ns bulk. Batch: 5169552. 553 syringes with silicon oil. Big droplets in some cases. 79 syringes with scale marking issues. 53 syringes with damaging. 21 syringes with plastic hair/ flash on tip. We still consider this not acceptable. 94 syringes with crooked plunger. 4 syringes with missing plunger. 1 syringe with ink dots. 2 syringes with embedded matter. 3 syringes with air bubbles. Event date: 26/02/2026 ¿ 29-05-206. Staxs complaint ref: (B)(4). Article code: 309648, 1 ml ll ns bulk. Batch: 5169552. 553 syringes with silicon oil. Big droplets in some cases. 79 syringes with scale marking issues. 53 syringes with damaging. 21 syringes with plastic hair/ flash on tip. We still consider this not acceptable. 94 syringes with crooked plunger. 4 syringes with missing plunger. 1 syringe with ink dots. 2 syringes with embedded matter. 3 syringes with air bubbles.